Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead noise was observed on a stored electrogram (egm) via merlin.net. No intervention was made. Patient continue to be monitored.